Manufacturer narrative:
Evaluation results: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. No conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert an aq2003v silicone three-piece lens, but the rear haptic became stuck in the cartridge and tore. There was patient contact but no injury.